Event description:
During an angiogram, it was noticed that the previously placed filter was fractured. There were no reported pt complications. Please note that multiple attempts to acquire additional info have been and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.